Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that an achieva ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the logic board. The unit passed all tests.